Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Subsequently, it was reported that an unspecified malfunction alarm occurred. Customer's blood glucose level ranged from 99 mg/dl to 250 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.